Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was unknown. The customer stated that she had a problem with changing out her infusion set. During troubleshoot, insulin did not exit. The customer had a lot of issues and confusion and was advised to contact her local representative. The reservoir was not returned for analysis.